Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the undetected upstream occlusion alarms which were not reproduced. The device passed all occlusion testing, however the symptom was confirmed due to the upstream sensor unable to be calibrated. Evaluation found a failing upstream sensor to be the cause. The failed upstream sensor was replaced. Additional information: device alarm system issue.

Event description:
During baxter's evaluation of a spectrum pump, the device failed to detect an upstream occlusion. There was no patient involvement.